Manufacturer narrative:
A ge service representative performed an on site investigation. The fuses were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had blown fuses, which the fse noted prevented the system from booting up. There is no report of death or serious injury associated with this complaint.